Event description:
It was reported the patients blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking 0.22 inches from the nail head, causing corrosion, insufficient batteries and data loss. Without the device data it cannot be confirmed that the device alarmed or if the internal tear contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.